Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon inflating the balloon, it was observed that the pressure decreased at below nominal pressure and was confirmed that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another balloon with the same size. No patient complications were reported.